Event description:
Clinical study. It was reported that following percutaneous coronary intervention (pci) stenting treatment procedure, the pt returned with in stent restenosis. The index procedure treated the 75% stenosed 3.5x10mm target lesion located in the proximal circumflex (cx) artery. Treatment consisted of pre-dilation and the placement of a 3.5x12mm taxus liberte stent resulting in 0% residual stenosis. A non target lesion location in the mid left anterior descending (lad) artery was treated with an unspecified taxus express2 stent and the proximal 2nd diagonal was treated with angioplasty. The pt was discharged on aspirin. At 1199 days following the index procedure, the pt presented with chest pain and was admitted into the hospital after experiencing central chest discomfort while on route to work. He took glyceryl trinitrate (gtn) with some relief. He experienced further discomfort at lunchtime which radiated to his left arm and took further gtn with some relief. The pt underwent angiography confirming in stent restenosis in the lcx. Revascularization treatment consisted of balloon angioplasty and the placement of two taxus liberte stents (2.5x8.0mm, 2.75x 8mm) in the lcx bifurcation into obtuse marginal branches. Residual stenosis was 0%. On day 1200 troponin t was 0.08 and the pt was discharged.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.